Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After rotational atherectomy was performed with a rotablator, a 3.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. When the device was checked upon removal, it was noted that the distal edge of the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.